Manufacturer narrative:
Document review: quadra h cementless femoral stem size 1 std short neck-ref (B)(4) / lot 131755 (15 stems produced): all parameters were found to be in accordance with the specs valid at the time of mfg. The washing cycle for metal components was run according to specs and no alarm or deviation occurred during operation. The sterilization cycle was performed according to specs valid at the time of production. The 4 stems belonging to this lot have been already implanted and no incidents have been reported up to now. From the data collected, we have no evidence that the event is device related.

Event description:
Ref imp (B)(4).